Event description:
The user was successfully implanted in (B)(6) 2021. In (B)(6) 2023, the user suddenly began experiencing discomfort when wearing her processor. The user has been explanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the device was explanted due to headaches, facial tremors on the right side, tingling sensations in the tongue and throat. These symptoms are known undesired side effects of otologic surgery. Further the three most basal channel showed hi status due to undetermined reasons. Reportedly the electrode was found completely inserted during explantation surgery. This is a final report.

Event description:
The user was successfully implanted in october 2021. In april 2023, the user suddenly began experiencing discomfort when wearing her processor.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.